Event description:
An issue was reported in which the alarm speaker was not always functioning. There was no adverse impact on the customer's blood glucose level. The customer declined further follow-up, so no additional actions were taken or information obtained.